Manufacturer narrative:
This serves as a correction report. Section updated as follows: b3 - date of event to 01oct2024 from 08aug2024.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with gigaset gs5(2021) with an android operating system version 11 with software version 3.6.0.11193. The customer reported receiving an alarm, but the glucose level did not move below the threshold. As a result, the customer was unable to monitor glucose levels and experienced dizziness and headache. The customer initially tried to treat themselves with gummy bears and later received glucagon nasal spray from a non-healthcare professional. However, the customer still felt unwell and experienced trembling, seizures, and loss of consciousness. Paramedics were called, and upon their arrival, a blood glucose test was conducted, which showed that the levels were back to the normal range (unspecified). No emergent treatment was provided. The patient was later seen at the hospital, but no treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported that the history curve is not moved correctly when the glucose went to the lower range. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with gigaset gs5(2021) with an android operating system version 11. The customer reported receiving an alarm, but the glucose level did not move below the threshold. As a result, the customer was unable to monitor glucose levels and experienced dizziness and headache. The customer initially tried to treat themselves with gummy bears and later received glucagon nasal spray from a non-healthcare professional. However, the customer still felt unwell and experienced trembling, seizures, and loss of consciousness. Paramedics were called, and upon their arrival, a blood glucose test was conducted, which showed that the levels were back to the normal range (unspecified). No emergent treatment was provided. The patient was later seen at the hospital, but no treatment was provided.there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported that the history curve is not moved correctly when the glucose went to the lower range with the freestyle librelink application. Per the compatibility guide, use of the gigaset gs5(2021) is incompatible with the freestyle librelink application. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.